Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was not known. Customer had high, large ketones and their health care provider (hcp) identified the ketone level as dangerous, life threatening. Customer also mentioned they were nauseous and vomiting. A correction bolus and correction injection were delivered to address bg, and the pump was replaced to resolve the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.